Event description:
Customer reported the system goes into hybernation mode and will not produce x-rays. No pt injury was reported.

Manufacturer narrative:
The ge rep evaluated the system and adjusted the 5v power supply and tightened nuts on the isolation transformer. System operates as intended.